Manufacturer narrative:
Unable to verify software due to critical pump error. The insulin pump had a pump error alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to critical pump error. The insulin pump was received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospitalized due to high blood glucose and diabetic ketoacidosis on jan 15, 2018. Customer¿s blood glucose was 397 mg/dl in the hospital. Customer also reported that they had blood glucose around 235 mg/dl. Customer also reported that they had critical pump error. The insulin pump will be returned for analysis.